Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years old. The device has been disposed by the site and will not be returned for analysis. If any further relevant information is obtained, a supplement medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the ablation phase of the hta procedure the site received a fluid loss alarm due to a cervical leak at approximately 70 degrees celsius. The patient was not burnt. The procedure was abandoned and the patient's condition has been described as fine.